Event description:
Pt was revised to address pain. It was reported that x-rays showed an anterior acetabular fracture. Pt has had persistent pain since her original surgery. The cup was loose and anteverted. Metallosis and osteolysis were also present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.